Manufacturer narrative:
The customer complaint is confirmed. Although the root cause could not be conclusively identified, a potential contributory root cause may be related to exposure of the test strips to extremes in temperatures contrary to the storage and handling asa indicated in label copy (IFU/package insert). This is further supported by the results of retain test strip testing which indicates the retain strips were within specification.

Manufacturer narrative:
The meter and test strips will be returned for eval. Test strip lot # 1020213252, expiration date: 03/2015 ,control solution lot none. Per label copy/ package insert. Unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
The consumer called into customer care concerned about his blood glucose readings. The consumer was declined to provide any further info regarding the reported event. Consumer refused to retrieve any bg readings from his meter. Consumer stated "all" of his reading were incorrect. Consumer stated he took an additional 2 units of insulin based on "one" of his inaccurate result that he would not disclose. No cs test was performed on ts in question prior to calling. Consumer would not disclosed if the bg tests were performed according to (B)(4) owners guide, consumer would not disclose if there has been any recent changes in diet, or medication, lately.